Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Product consisted of an ffr comet pressure wire with the occ cable and torque device. Inspection of the device found the tip of the wire bent. The shroud of the occ cable was connected to the ffr link for signal verification. The signal was not present, as designed. During testing with the ffr link, the signal strength led showed a yellow/orange light, and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately. The shroud of the occ cable was connected to the bench top testing equipment. The modulation was checked but there was no modulation (0%) for this device. Microscopic inspection found the wire was detached from the seam weld.

Event description:
Reportable based on the device analysis completed on 03jun2025. It was reported that the device failed to be zeroed. The target lesion was located in the coronary artery. An fg comet ii was selected for use for a percutaneous coronary intervention (pci). During the procedure, after the comet wire was connected it gave an error message. The procedure was completed with a non-bsc device. No patient complications were reported, and the patient was stable after the procedure. However, device analysis revealed that the wire was found detached from the seam weld.